Event description:
A surgeon reported that an intraocular lens (iol) was reversed upon implantation. The procedure was a combined silicone oil removal and iol implant. The pt had a previous lensectomy and had been left aphakic. She was referred to this surgeon for a scleral fixated iol. The iol was inserted and while trying to scleral fixate the lens,the haptics became entangled in the sutures. The iol was removed to untangle the sutures and reinserted. The iol was noted to be reversed upon postoperative inspection. The pt has a medical history significant for a macular hole, several retinal detachments with silicone oil placement. The pt's bcva preoperatively had been recorded as 20/150. At one week postoperative, the surgeon reported the pt had corneal edema, 2+ folds and a two-three millimeter epithelial defect with infiltrates around the defect. Cultures were done and were negative. A slow wound leak was noted with a pressure of zero. Two loose sutures were observed, so the pt was returned to surgery where the surgeon resutured the wound and performed a corneal scrape. The surgeon is treating the pt with medications. He reported she is doing better, but is slow to heal. The pt's current visual acuity is count fingers at one foot. The surgeon reported that the eye in general has a "guarded prognosis" in relation to the amount of postoperative visual acuity given the pt's ocular history. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2010, 10/01/2010, 10/07/2010, and 10/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).